Event description:
It was reported that pump displayed malfunction code malf 1 with no notable events occurring beforehand and that customer¿s blood glucose level did not exceed reported upper limit. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in resetting pump, and customer planned to monitor pump and call back if issue persisted after reset.